Manufacturer narrative:
The device was returned intact and functional with some bubbles and light yellowing observed in the gel; the device weighed 3.3g over specification.

Event description:
Bilateral capsular contracture, left baker grade 4.